Event description:
The customer reported that the intellivue multi measurement server x2 indicating that there was a speaker malfunction inop message. It is unknown if the speaker produced audible sound. The device was not in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer reported that the intellivue multi measurement server x2 indicating that there was a speaker malfunction inop message. Philips remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).